Event description:
During filter placement, the top of the filter did not deploy, they removed it and then replaced with another optease. The indication for filter insertion was trauma case, sent from emergency room. Pre and post imaging was completed with c-arm, no films were taking. No peri and post procedural complications were noted, only reported expansion of filter. There was no patient injury. After the event, the filter was removed and replaced with new device. There was no difficulty or resistance/friction while advancing the filter to the deployment target site and the obturator remained fixed while the deployment sheath was pulled back over the obturator. During the procedure, it was verify under fluoroscopy that the filter was not in a side vessel.

Manufacturer narrative:
During filter placement, the top of the filter did not deploy, they removed it and then replaced with another optease. Pre and post imaging was completed with c-arm, no films were taken. There was no reported patient injury. There was no difficulty or resistance/friction while advancing the filter to the deployment target site and the obturator remained fixed while the deployment sheath was pulled back over the obturator. During the procedure, it was verified under fluoroscopy that the filter was not in a side vessel. A non sterile optease retrieval filter was returned inside a bag. The filter was received expanded. The filter's barbs, struts and filter were inspected for damage and no anomalies were noted. The barbs were inspected under microscope at 16x of magnification and no anomalies were observed. The filter was measured per drawing specification in order to review the filter's outer diameter, which was within specification. This filter was returned to (B)(4) in order to confirm and measure the critical dimensions, and all the values were within specification. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The filter incomplete expansion failure reported by the customer was not confirmed, some circumstance that could cause the filter not to expand could be if the struts became overlapped or entangled while loading in the transfer tube, causing a filter damage, then restricting the part from expanding, however, the received filter does not present evidence of damage. Neither the product analysis, nor manufacturing documentation and (B)(4) information indicate evidence that this failure is related to the manufacturing process. Controls are in place to inspect the filter loading before it leaves the facility. With the information provided and without films of the procedure there is not enough information to draw a clinical conclusion between the device and the event.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.